Event description:
During exploratory tympanotomy, the microscope suddenly lost power causing the surgery to be cancelled and rescheduled. Biomedical engineering found that power failure was because of an internal fuse that could not be changed in the or. The power cord was also checked, without need for repair. The microscope was repaired and returned to service.